Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the inability to communicate was determined to be user error. The issue was resolved through patient education. The cause of the interference with the biofeedback device was resolved by turning the ins off during the reading.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the reason for the call was the patient went to physical therapy on monday for their abdomen and they were doing biofeedback to see if the muscles were moving. They wanted to shut off the stimulator because they were getting feedback on the test. The patient was not able to get the stimulator to shut off. They kept getting the message to retry when trying to connect and noted they had not tried connecting in a while. They made sure the handset and communicator were charged, that the communicator was not plugged into the recharger, and that there was no electrical magnetic interference (emi). The patient felt for the implant and said they were not able to feel all four edges of the stimulator. They had talked to the technician that worked for the doctor and they said if they did not want to meet with the doctor they could see if they could get it to connect. When asked if the technician worked for the manufacturer or the doctor, the patient stated the doctor. The patient was advised to put the communicator vertically and over the right side of the stimulator where it was partially over the stimulator and partially off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and see why they could not connect to their stimulator.